Event description:
It is reported in the article eus directed transgastric ercp (edge) versus laparoscopy-assisted ercp (la-ercp) for roux-en-y gastric bypass anatomy a multicenter early comparative experience of clinical outcomes appearing in the journal of clinical gastroenterology (2018), that one patient in the edge group experienced major pancreatitis. In the edge group, the first (of three) stage of the procedure was performed using either an olympus or a pentax echoendoscope, and either an olympus or boston scientific guidewire. In the second (of three) stage, the procedure was performed using a standard duodenoscope manufactured by either olympus or pentax. In the third (of three) stage, the procedure was performed using an olympus therapeutic endoscope. It is unknown what treatment was provided as a result of the major pancreatitis experienced by the one patient in the edge group. In the la-ercp, an unspecified manufacturer's duodenoscope was used to perform the ercp. In the la-ercp group there were a total of eight patients experiencing adverse events (perforation n-2, intraperitoneal abscess n-2, wound dehiscence n-1, bleeding n-1, abdominal wall seroma n-1, and cellulitis n-1). This report is being submitted conservatively to report potential impact of the olympus scope used in the edge group for the adverse event of major pancreatitis. Reference manufacturer mw: 8010047-2020-07677.